Event description:
The patient had their vns explanted for "pain and firing all the time." The patient's treating physician felt the events were not vns related, as the patient had the events with the vns disabled or programmed on. The patient's explanted lead and generator were returned for analysis. The generator met manufacturer specifications and was at the end of battery life. No issues with it that would have contributed to the reported pain were noted. The patient's explanted lead was returned for analysis without the electrodes and a portion of the lead. The portions of the lead returned did not show any anomaly and met specifications. The patient had their vns generator and lead explanted in 2008, and called in six months later to report that they had left sided paralysis and "his left side feels different than the right side." The patient is wanting to have the remaining lead removed because he says "he still feels the stimulation where the leads are implanted." Since the device was removed, he has not had any seizures. Patient reported that he feels like the leads cause his throat to feel like it is jumping up and down. Good faith attempts are being made for additional details surrounding the reported events.